Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customers blood glucose (bg) level due to the malfunction alarm. The customer stated to have experienced an elevated bg level earlier but stated high bg was due to forgetting to bolus for a meal. It was indicated that the customer would use backup pump as alternate insulin therapy.